Event description:
The customer contact reported the on/off switch and stop button do not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.